Event description:
Surgeon reported that the design of the patient specific acetabular guide (k152893) was not stable in the patient's acetabulum. The surgeon abandoned the use of the acetabular guide and proceeded with standard tha procedure, with no additional risk to the patient as a result. If the patient specific acetabular guide is unstable, it can result in the inaccurate delivery of the surgeon's chosen target acetabular orientation. This issue was confirmed to not result in an adverse event and/or further intervention for the patient. It was found that during the design of the acetabular guide the surgeon's preferred arm design was not followed. While it states in our work instructions that deviations are permitted in order to maintain stability or usability of the guide due to patient specific anatomy. At the time of processing, the surgeons preferences specified the anterior arm as "on rim" design and the posterior arm as "narrow below rim" or "in arm" design. The ops production engineer designing the guide chose to use a "narrow below rim" design for the anterior arm as an appropriate location for an "on rim" arm could not be pinpointed. The engineer indicated that an "on rim" design was not suitable for this patient's anatomy and would cause a risk of instability. It was found that the surgeon's preferred arm design could not be followed without compromising stability, and the arm design chosen was intended to increase stability. The cause of the instability experienced could not be determined. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
Surgeon reported that the design of the patient specific acetabular guide (k152893) was not stable in the patient's acetabulum. The surgeon abandoned the use of the acetabular guide and proceeded with standard tha procedure, with no additional risk to the patient as a result. If the patient specific acetabular guide is unstable, it can result in the inaccurate delivery of the surgeon's chosen target acetabular orientation. This issue was confirmed to not result in an adverse event and/or further intervention for the patient. It was found that during the design of the acetabular guide the surgeon's preferred arm design was not followed. While it states in our work instructions that deviations are permitted in order to maintain stability or usability of the guide due to patient specific anatomy. At the time of processing, the surgeons preferences specified the anterior arm as "on rim" design and the posterior arm as "narrow below rim" or "in arm" design. The ops production engineer designing the guide chose to use a "narrow below rim" design for the anterior arm as an appropriate location for an "on rim" arm could not be pinpointed. The engineer indicated that an "on rim" design was not suitable for this patient's anatomy and would cause a risk of instability. It was found that the surgeon's preferred arm design could not be followed without compromising stability, and the arm design chosen was intended to increase stability. The cause of the instability experienced could not be determined. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Surgeon reported that the design of the patient specific acetabular guide (k152893) was not stable in the patient's acetabulum. The surgeon abandoned the use of the acetabular guide and proceeded with standard tha procedure, with no additional risk to the patient as a result. If the patient specific acetabular guide is unstable, it can result in the inaccurate delivery of the surgeon's chosen target acetabular orientation. This issue was confirmed to not result in an adverse event and/or further intervention for the patient. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Surgeon reported that the design of the patient specific acetabular guide (k152893) was not stable in the patient's acetabulum. The surgeon abandoned the use of the acetabular guide and proceeded with standard tha procedure, with no additional risk to the patient as a result. If the patient specific acetabular guide is unstable, it can result in the inaccurate delivery of the surgeon's chosen target acetabular orientation. This issue was confirmed to not result in an adverse event and/or further intervention for the patient. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.